Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the product disconnected during a patient infusion which resulted in a chemo exposure. The infusion account executive states they are aware ICU medical says that non-fixed spin collars do not work well with the spinning spiros, and they train accounts on tips to make the two work better. Routine chemo exposure protocol was followed, and there is no report of patient harm.